Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
A patient reportedly developed an infection at her generator site approximately 1 month after a generator replacement surgery. The generator then began to extrude through the patient's chest. The patient's generator was explanted. The implanting neurosurgeon evaluated the patient prior to explant surgery. The patient had reportedly been scratching and picking at the generator site for some time, resulting in the infection and extrusion. Another neurosurgeon explanted the generator. The surgeon created a new pocket for the lead to keep it away from the infected generator pocket. The patient was put on antibiotics. The device history records were reviewed for the generator and revealed that the device met all sterility specifications for release prior to distribution. No additional relevant information has been received to date.